Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor reported that a (B)(6) patient developed a skin irritation underneath one of the rear therapy electrode. The patient reported that she had an appointment with a skin care specialist to treat the irritation. The medical outcome of the irritation is unknown.